Event description:
Patient reported a right side rupture and edema of adipose tissue . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/may/2024.

Event description:
Patient reported a right side ultrasound and MRI diagnosed rupture and edema of adipose tissue. Later patient reported "breast implant capsule is represented by mature fibro-adipose tissue with multiple chronic inflammatory infiltration." Device has been explanted.

Event description:
Patient reported, a right side rupture. And edema of adipose tissue. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Edema: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.